Manufacturer narrative:
The broken sensor (2 pieces) were successfully removed during the first removal attempt on (B)(6) 2020 and there were no materials to investigate.

Event description:
On jan 8th 2020, senseonics was made aware of an event where the sensor broke into two (2) pieces during the removal procedure. Both pieces of the sensor was removed during the initial removal procedure.